Event description:
It was reported that a user experienced an ilet ¿dosing stops soon¿ alert and the dexcom g7 continuous glucose monitor (cgm) failed to provide readings or pair with the ilet after sensor application, despite firmware update, g6/g7 toggling, and reentering the pairing code; the device remained in pairing. Symptoms included elevated blood glucose with a fingerstick glucose was 267 mg/dl and no associated clinical symptoms. Outcomes included temporary interruption of automated insulin dosing and user-performed fingerstick monitoring without hospitalization. User support included remote troubleshooting, software update, device communication checks, and user education. Investigation of this case revealed a sensor-to-pump communication failure associated with cgm pairing that prevented glucose data transfer to the ilet, with no evidence of pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm integration and pairing issue.